Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable glucose results from accu-chek inform ii meter serial number (B)(4). The result at 08:10 was 18.8 mmol/l. The result at 08:12 was 25.5 mmol/l. The result at 08:17 with meter serial number (B)(4) was 7.7 mmol/l. This result was believed to be correct and was used for the patient treatment. There was no allegation of an adverse event. The customer performed a correlation study and all results were acceptable. The patient had circulatory issues. Per product labeling if peripheral circulation is impaired, collection of capillary blood from the approved sample sites is not advised as the results might not be a true reflection of the physiological blood glucose level. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The investigation did not identify a product problem as no product could be returned for investigation. The cause of the event could not be determined.